Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was stolen out of her car and a police report had been filed. Customer had high blood glucose of 560 mg/dl as a result of not being able to use insulin pump. Customer treated with manual injection three hours after incident. Insulin pump would be replaced.